Event description:
It was reported that a pt underwent a sling procedure placed in the hammock position in 2008. Post-operatively, four days later, it was found that the pt had a urinary tract infection. The pt was treated medically and the surgeon indicated that the event was resolved by 2008.

Manufacturer narrative:
Date sent to the FDA: 7/2/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.